Event description:
During evaluation of a returned homechoice machine, four increased intra-peritoneal volume (iipv) events were identified which occurred in the therapy initiated on (B)(6) 2012. During the night drain cycle seven, the patient's ultrafiltration reading was 606ml, which indicates that the home patient (hp) drained 606ml more than their maximum programmed fill volume of 1000ml. This information meets iipv criteria. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event opened during investigation of another condition. The reported difficulty of an iipv event was confirmed through event history log review. The cause was a false empty detected and a use error, the clinician inappropriately set minimum drain volume percent setting too low.